Event description:
Customer reports that: "the valve did not flow and had to be explanted. Both catheters flowed without any "difficulties".

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. A visual examination of this valve revealed debris on the internal components which likely prevented programming/function. Resistance was not felt when flushing the valve, clear particle free fluid was collected. Therefore, the complaint that the "valve did not flow" was not confirmed as the valve was patent. The device history records were reviewed and it confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.